Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: ¿ observed creases on the device. ¿ white particles on the surface of the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side "capsular contracture" baker grade unknown. Healthcare professional later reported baker grade iii. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported right side "capsular contracture" baker grade iii. The device remains implanted. Healthcare professional reported treatment with "massage and other things to help.".